Event description:
It was reported that the customer experienced ongoing intermittent low blood glucose (bg) values displayed as "low"; however, specific value was not provided. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.